Event description:
A manufacturer's implant card was received indicating that a vns patient had undergone a full revision surgery due to an unknown reason. Follow up with the patient's implanting surgeon revealed that the intervention had been taken due to a high lead impedance warning received during system diagnostics. The surgeon indicated that a lead break had not been seen during surgery and that the cause of the event was unknown. Diagnostics performed on the device prior to surgery confirmed proper device function. Good faith attempts to the patient's treating vns therapy physician have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.